Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they thought the ins was not working anymore as the implant site was not looking normal. Pt stated that the implant site felt like they were rubbing a sheet and that underneath the sheet was a little wire and the wire was moving with their finger. Pt stated that they had a lot of pain on the left side of their body; pt stated that their toes were starting to curl under their left foot; pt stated that they had pain in their left arm, left shoulder, left side of their neck , the front of their neck and the back of their neck. Pt stated that they didn't want to try to connect the equipment to the ins as they had tried several times before calling and they didn't get any relief. Pt stated that the pain was just getting worse. When asked for the event date, pt stated that it had been going on a long time and that it was about a year ago. When asked for managing hcp, pt stated that they hadn't had help from anyone since they didn't need help. Pt initially stated that they hadn't had the ins checked since the ins was implanted, however pt stated that they did have the ins checked a few times. Pt then stated that they were going to a pain management hcp (pt did not provide hcp's name). Pt stated that they were in between doctors now since they moved. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the ins is coming apart inside her body. Patient reported the wires attached to ins, those wires are detached from stimulator and she can feel it and see it for about 3 months. Patient stated she will be seeing her primary doctor and wanted a rep to meet at her apt. Patient mentioned she did not have doctor for device.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015 product type: lead; product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.